Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.9 cm diameter abdominal aortic aneurysm approximately four weeks ago. The aortic neck was 29 mm in diameter at the renal arteries, 12 mm below the renal arteries it was 32 mm in diameter and it was 12 mm in length with 40 degree angulation. The iliac limbs had mild to moderate tortuosity bilaterally. It was reported that the bifurcated stent graft was inadvertently implanted approximately 4 mm lower than intended and the final angiogram showed there was a proximal type I endoleak. Per the physician the cause of the inaccurate delivery and the type I endoleak were most likely related to the patient anatomy. A 36x36x49 endurant aortic cuff was implanted and successfully resolved the type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck).